Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist determined that quality controls (qc) results were within acceptable range when samples were processed. The customer was instructed to perform a precision run using both levels of qc. The precision run passed on both qc levels. The customer has no reoccurrences to report. The potential cause of the discordant falsely elevated cardiac troponin I (ctni) result is sample related. No further evaluation of the device is required.

Event description:
A discordant falsely elevated cardiac troponin I (ctni) result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The patient was admitted for monitoring due to the high result. The patient was re-drawn and repeat testing was performed on a different instrument. The repeat result was lower, and the customer performed an addition rerun in duplicate. The repeated result of <0.015 ng/ml was reported. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ctni result.